Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported erroneously high ise (ion selective electrode) results for multiple patients on the au680 analyzer. The high results were not reported outside the laboratory. There was no change to patient treatment in association with this event.